Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), thin and friable leaflets, prolapsed posterior leaflet for a mitraclip procedure. During the procedure, first clip was implanted successfully. While implanting the second clip, first clip had single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Third mitraclip was implanted lateral to the first clip. Imaging was difficult. The final mr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.